Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a response issue with audio bolus button. It was reported that the audio bolus button cover was missing/peeling and had become damaged prior to the response issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: during investigation, the audio bolus button cover was found to be missing from the pump. The audio bolus button response was not able to be tested due to the damaged button. No damage or contamination was found under button contact. Unrelated to the complaint, a crack was observed in the battery compartment and the display was dim with discolored text.